Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error codes e216 and b30. The issue occurred during reprocessing. There were no reports of patient involvement.